Event description:
It was reported the pt's ipg site and groin area are swollen and painful. The pt has been hospitalized due to another issue, reference MFR report # 1627487-2013-19718. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.